Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch# mw5161001.

Event description:
Procedure performed: event description: the complaint was generated from MDR report #: mw5161001 received 14nov2024 complaint 1 of 2: (B)(4) complaint 2 of 2: (B)(4). The inzii retrieval system used during the laparoscopic cholecystectomy disassembled and the green locking button popped off into the abdomen. This is the second time this bag has done this. It was immediately noticed and retrieved. Picture of endo bag and green button were taken for verification that it was out of the abdomen. Intervention: ni patient status: ni.

Event description:
Procedure performed: ni. Event description: the complaint was generated from MDR report #: mw5161001 received 14nov2024. Complaint 1 of 2: (B)(4) - MFR# 2027111-2024-00955. Complaint 2 of 2: (B)(4) - MFR# 2027111-2024-00956. The inzii retrieval system used during the laparoscopic cholecystectomy disassembled and the green locking button popped off into the abdomen. This is the second time this bag has done this. It was immediately noticed and retrieved. Picture of endo bag and green button were taken for verification that it was out of the abdomen. Intervention: ni. Patient status: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This report is to follow-up medwatch# mw5161001.